Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2014 with the following findings: the keypad cover was found to be torn along the up arrow button and peeling from the contrast to up arrow keypad buttons. Evaluation revealed that all of the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was observed under all of the key contacts. Unrelated to this complaint, the display screen was found to be dim and discolored. Also unrelated to this complaint, the battery compartment was observed to be cracked. The pump was removed from the case and no evidence of moisture or corrosion was found on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.